Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system displayed an ad channel 15 error. This caused the system to fail to boot. There is no report of death or serious injury.